Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The following morning after an atrial lead repositioning, it was noted that the rv lead impedance was high. Loss of capture and decrease in sensing were also observed. The lead was explanted.